Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen issue. The device was not in clinical use when the issue was observed. No patient or user harm reported. While servicing the device, the se reported that the touchscreen was bad, and the se could not click on "service." The se also noted that the touchscreen could not be calibrated. Insufficient information was available to determine the resolution of the event. A work order was created to address the issue; however, the customer declined service and repair and noted that the repairs would be performed in-house. The work order was cancelled, and no further actions were performed by philips; the record was closed. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.